Event description:
A malfunction was reported on the pump without any notable preceding events. There was no reported adverse impact on the customer's blood glucose level. Technical support provided assistance to reset the pump, and the issue did not recur after resetting. The customer was advised to continue using the pump and to notify technical support if the malfunction reoccurs. The customer successfully rejoined their sensor session and planned to fill a new cartridge and resume insulin after the call.